Manufacturer narrative:
The complete lead was returned in one piece. Analysis was completed, and no device problem was found.

Event description:
It was reported that the asymptomatic patient presented in clinic for an atrial implant procedure. During the procedure, the right atrial lead repeatedly dislodged. The physician replaced the lead without issue. The patient was stable.